Event description:
The manufacturer's representative reported that due to a miscommunication between health care providers regarding starting dose with the new pump, the patient was overdosed following catheter and pump replacement. The patient previously had been experiencing lack of effect and had undergone catheter dye study with inconclusive results. Due to the patient's symptoms, he was taken to surgery for catheter replacement at which time it was elected to also replace the pump. Following the surgery and new pump programming, the patient became unarousable. The pump contained lioresal 2000 mcg/ml; it is unk what dosage was programmed. The pump and catheter were aspirated and the pump was refilled with lioresal 500 mcg/ml with a reduced daily dose. The patient recovered without sequela.